Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the right atrial lead exhibited noise. Lead damage was also suspected but was not confirmed. The lead was removed and replaced during the same procedure on (B)(6) 2021. The patient had no adverse consequences.